Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have moisture inside the packaging. There was no patient involvement.

Manufacturer narrative:
Correction: section d - brand name. From: sensation 7.5 40cc iab. To: linear 7.5fr. 25cc iab. Section g - PMA/510(k)#: from: k122628, to: k041281. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), the catheter appeared to have moisture inside the packaging. There was no patient involvement.